Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ white particles observed the inside of the device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "explantation of saline implants," later reporting "spontaneous deflation of saline implant." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "explantation of saline implants," later reporting "spontaneous deflation of saline implant." Device has been explanted.